Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On the day of the event, the patient was walking outside when she suddenly fell and fainted. She was assisted by two bystanders who called an ambulance. The patient was taken to the hospital and when a fingerstick was taken the blood glucose reading was 1.8 mmol/l, it was not known what the cgm reading was at that moment. No specific treatment was reported but the patient believes she received intravenous treatment in the ambulance, and the patient was discharged from the hospital on the same day. The patient stated that she is hypo unaware, and that her blood glucose fluctuates a lot. No cgm readings were reported from during the event, and it was not known what the cgm device was displaying at the time of the event, but the patient stated that her low alarm was set to 4.0 mmol/l and that she could not remember if she heard any alarm. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.